Event description:
Dealer alleged that the hose is loose.per independent repair statement the unit was alarming low o2 or yellow light. Key failure was the hose clamp on the sieve bed hose was loose. Additional malfunctions were the tie wraps were defective.